Event description:
On (B)(6) 2017, patient had pre-operative diagnosis: 1- aortic stenosis (severe) 2- lv hypertrophy 3- reduced lv function (lvef 50%) 4- renal failure (stage 3) with following operation 1- minimally invasive aortic valve replacement (xl perceval pericardial) via right anterior mini-thoracotomy 2- rigid titanium plate for third rib fixation. Patient tolerated procedure well. On (B)(6) 2021, reintervention occurred with following preoperative diagnosis. Severe prostatic aortic valve stenosis, acute on chronic diastolic heart failure, hepatitis c chronic kidney disease stage iii, thrombocytopenia suspected liver cirrhosis, pre-tavr mean aortic gradient of the prostatic valve was 72 mmhg sts mortality score is 14.3% high risk. Operative procedure included following: urgent transfemoral transcatheter aortic valve replacement with a 26 mm edwards sapient s3 valve. Deployment of the s3 valve into the degenerated xl percival valve central cerebral embolic protection, large sheath 14 french left common femoral artery, pigtail catheter 5 french right common femoral artery, temporary pacemaker access site left common femoral vein, 6 french sheath per md records, patient tolerated procedure well and returned to recovery in stable condition.